Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. Event logs and data set have been received for analysis. The device is expected to be returned for investigation. A follow up report will be submitted with investigation findings.

Event description:
Customer reported a lipid over infusion on special care unit pt. An unspecified initial volume of lipids were set up at 1800 to infuse at 1.5 ml/h. At 1900, the rate was correct. At 2100, the syringe had 2 ml left and the device was programmed to run until 0600. Triglyceride level was drawn and results indicated there was no significant change in the lab values. No pt harm occurred. Although requested, no further pt/event info was provided.